Event description:
It was originally reported that the patient's device was explanted. The healthcare provider confirmed that the patient experienced a new pain. The patient's neurostimulator and lead were replaced. The patient recovered without sequela.